Manufacturer narrative:
The customer reached out to philips requesting an investigation. The customer stated that they replace the patient monitor and contact the manufacturer's engineer for repair. The monitor was tested and is back in service, but results were not provided by the customer. It was also confirmed that the patient has suffered no personal injury. The allegation was made in the event of a potentially serious injury was to occur, which did not happen. The engineer provided their analysis findings however the investigation result was not successful as we are unable to confirm the cause of this event because the customer did not provide additional information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blood oxygen fell off without alarm. The device was in use at time of event, there was no adverse event reported.